Event description:
Caller reported an issue with a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the error, and they were advised to wait 20 minutes before starting a new sensor session.